Event description:
The 1.1mm nitinol guidewire #254514 from the acl kit was broken of leaving a 2¿ piece in the patients tibia upon insertion of the tibial screw. The remnant piece of guide wire was removed successfully. None of the items were saved from the case and no lot number was provided.

Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. It is unknown if the device is question was reprocessed. This is a single use device and not intended to be reprocessed. Reprocessing and excessively torquing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A complaints search for this product code resulted in 5 similar complaints in the last 12 months. This failure was reviewed against the risk analysis document and found to be within the expected range and the risk is considered minimal. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.